Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a failed self-test alarm. Customer's blood glucose level was 200 mg/dl. When she was at the doctor's office, she was not able to download the insulin pump. The customer ran a self-test but the customer received a failed self-test alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. Unable to upload to care link due to the faulty component on the radio frequency board. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.